Event description:
It was reported that this implantable cardioverter defibrillator (ICD) entered in safety mode. Additionally, it was noted that the patient received a shock, it could not be determined if this shock was appropriate or not. A device replacement procedure was scheduled for the near future. At this time, this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. Additional information was added to the following fields: a1: patient identifier.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) entered in safety mode. Additionally, it was noted that the patient received a shock, it could not be determined if this shock was appropriate or not. A device replacement procedure was scheduled for the near future. At this time, this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) entered in safety mode. Additionally, it was noted that the patient received a shock, it could not be determined if this shock was appropriate or not. A device replacement procedure was scheduled for the near future. At this time, this device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and replaced. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier.